Event description:
Baxter product surveillance received notification of an incident from the international affiliate on 01/15/2007. Int'l affiliate reported when the patient removed the minicap, the solution flew out immediatley and can't be stopped by closing the clamp. No patient injury or medical intervention was associated with this incident per the international affiliate.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 20 2007. The baxter product analysis lab received the sample and this complaint was confirmed in the lab. A transfer set with broken occluder feet/legs would be associated with a non-shut off condition since the clamping function is provided by the occluder feet and twist clamp design. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.